Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 1 similar complaint with the same failure mode for this serial number. ¿ case: (B)(4) ¿ failed drawer, cubie won't eject. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer six on main not detected on bus. A field service engineer mentioned could not find failed drawer by remote in. Advised customer on shutting down station and resetting cable on door six then rebooted station to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system drawer 6 was not responding and there was an error message indicating the device was not on bus and hardware failure. The system was unable to get access to the patience as the medication box did not open. The med station was showing the patience was still in ICU whereby the patience has been already moved to another site. There were no adverse events or injuries reported based on this incident.